Event description:
It was reported that the caller experienced a time discrepancy with their pump display. There was no adverse impact to the customer¿s blood glucose level, and values did not exceed the normal range. Technical support assisted the caller in updating the pump time and advised monitoring for further discrepancies, with the caller acknowledging the guidance.